Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse who performed the service/test replaced the power management board, then performed all calibration, functional and safety tests which passed per factory specifications. The iabp was then returned to the customer and cleared for clinical service. The initial reporter named is a getinge employee whose contact details are: (B)(6); which differs from that of the event site.

Event description:
It was reported that during a service/test performed by a getinge field service engineer (fse), the batteries the cardiosave intra-aortic balloon pump (iabp) did not charge properly. It was noted that this problem occurred intermittently and when the batteries were almost discharged. There was no patient involvement and no adverse event was reported.